Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads and cracked pump belt clip slot.

Event description:
It was reported the customer's insulin pump had a repeated clicking noise. The customer stated their insulin pump sounded like a clock. Customer's blood glucose was over 200 mg/dl. The customer stated the noise occurred when the insulin pump delivered insulin. The customer also reported experiencing a stroke that was not diabetes or insulin pump related. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.